Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: pneumatic tube. Specific component(s) involved: other component malfunction, specify. Other component: air leak from left vad pneumatic tube. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: both (in the same or visit). Malfunction device type: both (in the same or visit).